Event description:
Hemodialysis facility reported that approximately two hours into treatment the pt complained of sob and "felt like she couldn't breath". Reportedly, the pt's lips and fingertips were cyanotic. Pt became unresposive, was vomiting and hypotensive. Treatment was stopped and 300ml's of ns given IV. Pt responded and was alert and orientated x3 when leaving unit ot be transported to the ER via ems. Pt was admitted to the hospital with a diagnosis of apnea/dyspnea. Of note is that the pt has a history of cardiac problems. The sample is avaialbe for evaluation.